Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage occluder was selected for implant on a (B)(6) 2024. The device was prepared per IFU. The cable connection was checked during device preparation with forward and backwards movement in the loader. During implant the device was partially deployed in the left atrial appendage (laa). The position was determined to be non-optimal and the device was re-captured. It was observed at this point that the device prematurely released from the delivery cable. It was noted that a part of the device remained inside the delivery system. The device was able to be re-connected and re-captured. The device was removed from the patient.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of the premature separation during procedure was reported. The investigation confirmed the device met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.